Event description:
Customer reported receiving the bivalent booster of covid 19 vaccine at cvs. During administration, the vaccine leaked 2 drops onto her hand, one or more drops on the arm of the chair, and some drops on the floor. Product information regarding the needle/syringe, such as the brand name, model or catalog number, manufacturer, and lot number were unknown and not able to be provided.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that contain syringe and needle components. Product identification information was unable to be provided by the customer, and therefore, it is not possible to determine if the defective component(s) originated from a convenience kit supplied by mckesson medical-surgical, inc. The lack of information also impacts being able to provide specific information in section d of this report. We have notified (B)(6) and (B)(6) of this complaint for their awareness.